Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information: an issue occurred with the 5 french precision terumo product. No blood loss was reported. Terumo medical received an FDA medwatch report # (B)(4). The medwatch event description stated: "the tip of wire for the precision sheath sheared off the remainder of the wire as the wire was passed through the needle. The majority of the tip was within the femoral artery and there was a short portion that remained external to the patient after the needle was removed. The tip was carefully removed. What was the original intended procedure? Endovascular aortic aneurysm repair".

Manufacturer narrative:
The complaint cannot be confirmed for a guidewire separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).